Manufacturer narrative:
Section h3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. Per case details, the patient reportedly experienced a fall causing aseptic loosening. A revision with exchange of implants (gii oxin p/s fem left sz 4, gns ii cmt tib size 5 {} left, lgn ps high flex xlpe sz 5-6 11mm and a gns ii resurf pat 35mm) was performed to treat the reported event. It was further communicated, the ¿surgeon does not blame the implants.¿ the patient impact is the reported fall, aseptic loosening, and subsequent revision. The patient¿s current health status is unknown. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. For the femoral component and insert, a review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed devices. For the tibial base plate and patella, a review of complaint history revealed similar events for the listed devices over the previous 12 months, but no similar events for the batches based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to theses products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H11: corrected data: included information on d10.

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2022, the patient experienced a fall, causing an aseptic loosening of the components. As a result of this adverse event, a revision surgery was performed on (B)(6) 2023, in which agii oxin p/s fem left sz 4, gns ii cmt tib size 5 {} left, lgn ps high flex xlpe sz 5-6 11mm and a gns ii resurf pat 35mm were exchanged. Furthermore, the surgeon does not blame the implants. Current health status of patient remains unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).